Event description:
Some of the coating from the bottom of a collis retractor pan began chipping and a piece got on one of the retractor blades and fell into the surgical site, the pan is more than 15 years old.